Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had the arctic sun device, that nurses were having issues with. The nurses were saying the device was not warming the patient when needed, during therapy the targeted temperature (tt) was 36c and the patient temperature (pt) was 34c. Nurse was wanting to get the device serviced. Confirmed with nurse the device was not currently on a patient. Nurse stated the bedside nurses replaced the machine and the new machine was working. Nurse was not sure what the water temperature was when that occurred. From what the nurses told them, there were no alarms. Confirmed with nurse they did not need this device for therapy, they have a backup device they can use still. They did not need to troubleshoot this one. Informed nurse to send this device to biomed for issues with heating. They may need to download the case data to see what occurred. Explained the biomed can speak with tech support team to assist with troubleshooting and downloading case data if needed.

Event description:
It was reported that the nurse stated they had the arctic sun device, that nurses were having issues with. The nurses were saying the device was not warming the patient when needed, during therapy the targeted temperature (tt) was 36c and the patient temperature (pt) was 34c. Nurse was wanting to get the device serviced. Confirmed with nurse the device was not currently on a patient. Nurse stated the bedside nurses replaced the machine and the new machine was working. Nurse was not sure what the water temperature was when that occurred. From what the nurses told them, there were no alarms. Confirmed with nurse they did not need this device for therapy, they have a backup device they can use still. They did not need to troubleshoot this one. Informed nurse to send this device to biomed for issues with heating. They may need to download the case data to see what occurred. Explained the biomed can speak with tech support team to assist with troubleshooting and downloading case data if needed.

Manufacturer narrative:
The reported issue was inconclusive. The nurses were saying the device was not warming the patient when needed, during therapy the targeted temperature (tt) was 36c and the patient temperature (pt) was 34c. Nurse was wanting to get the device serviced. Confirmed with nurse the device was not currently on a patient. Nurse stated the bedside nurses replaced the machine and the new machine was working. Nurse was not sure what the water temperature was when that occurred. From what the nurses told them, there were no alarms. Confirmed with nurse they did not need this device for therapy, they have a backup device they can use still. They did not need to troubleshoot this one. Informed nurse to send this device to biomed for issues with heating. They may need to download the case data to see what occurred. Explained the biomed can speak with tech support team to assist with troubleshooting and downloading case data if needed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.